Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted.

Event description:
It was reported that the patient was doing great until he fell in the dark about 2 years ago. He twisted, fell and felt an acute pop. He was seen by md's in (B)(6) for 2 years with no diagnosis. X-rays reveal loss of disc height at l5-s1 and deformation of the poly ring.